Event description:
It was reported that (1) tlc55 was used during a bowel resection procedure. It was reported by the rep that the note on the product said "poor staple line." Bleeding occurred from one end of an incomplete staple line. The case was completed with a new stapler. There was no consequence to the pt.